Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm size is unk. Vessel morphology was severely calcified, severe thrombus with slight tortuosity. The pt was not a good candidate for open surgical repair of the aaa. It was reported upon removal of the 22 french sheath the external illac artery dissected. The physician repaired the dissection with two wall stent grafts. The final angiogram demonstrated that the exclusion of the aneurysm was successful. However, several hours post stent graft implant the pt experienced cold legs, the physician suspected that it may have been due to the high volume of thrombus in the pt arteries. The pt was brought back to the operating room the following day and the physician found that the stent graft had completely occluded due to the pt severe thrombus. The physician attempted to convert the pt to an open surgical repair the pt coded and expired. The device was not removed from the pt.